Event description:
An optometrist reported that approximately six weeks following bilateral prk (photo refractive keratectomy), the patient presented with corneal haze in both eyes. The steroid drops were increased to treat the haze. Subsequently, the patient presented with an elevated iop (intraocular pressure). Per the optometrist, the elevated iop was due to the patient's reaction to the steroid drops. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
A review of the logfiles shows that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. The system history shows that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. Attempts to obtain additional information have been made. No new information has been received. (B)(4).